Manufacturer narrative:
The medical center discarded the impella pump and sheath product. No benchtop analysis to root cause is possible. The contribution of the patient movement to the ooze and access site bleeding can not be denied. Should more information be shared that leads to root cause, a final report will follow. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp support ongoing in which there was an access site ooze. The ooze was due to the patient movement. The team took the patient to the operating room and believed the patient to be suffering from hypovolemic/hemorrhagic shock. The team gave 3 units of blood products to remedy the situation. The plan in the operating room was to place an axillary accessed impella 5.5 for new access and care escalation.